Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and the customer's mother planned to follow up once the pump became available. Additional information was not received.